Manufacturer narrative:
Findings: all operating currents are within the specification, no unexpected low battery or off no power alarm noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken battery cap.

Event description:
It was reported that part of the o-ring is broken off and the battery cap is also broken. Advised discontinuation of the insulin pump. The blood glucose level was not included in the report. Nothing further was reported.